Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that while the patient was sleeping, the infusion set's tubing got detached close to the site location, which caused her blood glucose level to go up when she woke up. The site location was patient's right leg and the pump was located on right side of patient's front short. Moreover, the infusion had been used for the second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was dropped with the set connected to patient's body. Currently, her blood glucose level was 525 mg/dl. No further information available.